Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh), right heart failure, liver failure, and infection could not be conclusively determined through this investigation. It was reported that the patient¿s lactate dehydrogenase (ldh) levels were elevated on (B)(6) 2021 until (B)(6) 2021; however, the account reported no signs of hemolysis. The patient experienced pulsatility index (pi) events, which may have been caused by the patient¿s right ventricular (rv) failure, liver failure, or infection. Rv failure was diagnosed through an echocardiogram performed on (B)(6) 2021. The patient was an outpatient with weekly visits planned. Statins were held and they were diuresing. Log files were submitted for review, which captured routine events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended and operated at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp (B)(4). No product is available for investigation. Elevated ldh can be related to a variety of patient conditions or organ related issues and available information for this complaint has no indication of, or report of, any adverse patient effect related to the lvad. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, infection, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, "introduction," lists right heart failure, infection, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," provides information regarding the recommended anticoagulation therapy and inr range. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The relevant sections of the device history records for mlp (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20oct2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for multiple pulsatility index (pi) events on (B)(6) 2021 at 8:21 until (B)(6) 2021 at 9:37. Additionally, the patient's lactate dehydrogenase (ldh) levels were elevated on (B)(6) 2021 until (B)(6) 2021. Additional information revealed that an echocardiogram was performed on (B)(6) 2021. The study found moderate/severe right and left ventricular dysfunction (rv/lv). The left ventricle was severely dysfunctional with an estimated ejection fraction of (B)(6). The patient has been placed on diuresis treatment of possible liver dysfunction. Their statins dose remained unchanged. They were placed as an outpatient with q2 weekly clinical visits for trending liver function tests (lfts) and ruling out causes and trending white blood cell (wbc) count.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.